Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, a foreign mater came out from the channel, including the auxiliary water channel, and a foreign material came out from the air/water nozzle. Additionally it was found to be reprocessed using a non-olympus reprocessor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the scope was reprocessed correctly. The cleaning process started flushing the scope with water or detergent after use, followed by manual cleaning, and the use of the automatic endoscope reprocessor (aer). The aer used was from fuji film. The channel was brushed appropriately during manual cleaning. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that after reprocessing the evis lucera elite gastrointestinal videoscope, there was foreign matter remaining in the washing tank. The customer did not know if the foreign substance came from the scope or if the scope was used after. There was no reported patient harm or impact due to this event.